Event description:
Unit apparently overfilled final containers, based on final weights of the containers, and that the displays on station 1 were blank. The user was advised not to use the unit, which was swapped out. No pt involvement.